Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
Patient had thr done 16 yrs ago that became loose. The implants were removed and replaced.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a vitalock shell was reported. The event was confirmed. Medical records received and evaluation: clinician review of the provided records concluded "there is no evidence for device-related factors evident from the available material" review of the provided patient medical records by a consulting clinician concluded the following: "based on the very limited amount of information it is not possible to establish a root cause for failure of this pi case with any reasonable certainty although the most probable cause would be an adverse mix of patient-related factors regarding progressive osteoporosis in combination with procedure-related factors regarding type and quality of fixation of the vitalock cup that together with the normal poly wear over the years has effectuated a secondary disintegration of the cementless cup fixation ultimately leading to cup loosening and revision surgery after 16-years. There is no evidence for device-related factors evident from the available material." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event was confirmed however the exact root cause could not be determined based on the limited information provided. Clinician review indicated there was no evidence of device related factors contributing to the event.

Event description:
Patient had thr done 16 yrs ago that became loose. The implants were removed and replaced.